Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and puffy but not open or bleeding. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed nystatin for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.